Event description:
Revision surgery - this revision covers the right knee; the left knee is referenced in (B)(4).

Manufacturer narrative:
The reason for this revision surgery was to address wear of the patient's prosthetics after (B)(6) years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the revision was due to normal wear. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had bilateral encore foundation knees put it on the (B)(6) 1998. The surgeon revised both knees inserts due to normal wear. The patient had 6x9 posterior stabilized tibial inserts on both sides; one replaced with same size the other replaced with 6x11.